Event description:
It was reported by service report that the jack at the head end was drifting. There was patient involvement but no adverse consequences.

Manufacturer narrative:
Jack on order, stretcher will be repaired upon receipt.